Manufacturer narrative:
Concomitant products: product ID 97792, lot # n388838, implanted: (B)(6) 2013, product type accessory; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the reporter was unable to get more than two coupling bars on the recharger. It was noted that the implantable neurostimulator (ins) had been implanted 2 ½ weeks prior to this report. The ins had been implanted in the left flank and was noted to be ¿not deep.¿ the reporter was able to palpate and see the ins. An antenna locate resulted in a ¿68-70.¿ a second recharger was used and also resulted in only two coupling bars. It was noted that the area around the ins was sensitive and had some fluid around it. It was noted that the patient programmer was able to communicate ¿fine.¿ later that day, it was reported that a ¿fluoro shot¿ showed that the leads were going away from the spine, which indicated that the ins was flipped. It was later reported that the patient was scheduled to undergo a procedure on (B)(6) 2013 to have the ins flipped to the correct orientation. It was noted that there would be no devices returned as the ins was not being removed; only reoriented. The reporter stated that the patient was getting good coverage of the chronic pain areas despite the flipped ins. It was later reported that the patient was having the procedure to address the flipped ins (B)(6) 2013. It was confirmed that the ins was flipped. It was later reported that the patient underwent surgery on (B)(6) 2013 to have the ins oriented to the proper position. The reporter stated that the patient was able to successfully recharge without any problems.